Event description:
It was reported the device was used during a laparoscopic hernia repair. It was reported by the rep. Surgeon complained the gun misfired/staples jammed. A second device was opened and surgeon experienced same problem. There was no consequence to the patient.